Event description:
The pt received two scs lead with the same lot number. It was reported the pt was receiving ineffective low back stimulation. Surgical intervention will be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.